Manufacturer narrative:
(B)(4).

Event description:
The doctor stated patient complained that cemented crown was loose due to a loose abutment (sa452). Doctor examined the site and the crown was wiggling. The doctor just removed the abutment (sa452) and had another one made at outside lab. No patient injury reported.

Manufacturer narrative:
One zimmer replacement screw was returned for inspection within a removed restorative crown and abutment. A visual inspection revealed signs of wear consistent with use at the threads, collar, and internal drive feature. The abutment is similarly worn, and is exposed from where the crown was cut. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The reported event cannot be recreated and therefore, the complaint is non-verifiable. Based on the visual inspection and DHR review, a device malfunction was not noted. A root cause for the reported event cannot be determined. The following sections have been updated: date of this report device expiration. UDI: (B)(4). Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.